Event description:
Event description guidant received information that during the implant procedure, the physician experienced difficulty obtaining capture with this lead. One day after the implant procedure, the patient's r wave measurements decreased significantly. However, the threshold measurements had improved. The patient did not experience any symptoms. Technical services (ts) was contacted for a recommendation on how to follow the patient as the physician suspected a perforation. The ts consultant suspected a microdislodgement and recommended a chest x-ray and echocardiogram.